Event description:
It was reported that the atrial lead triggered a lead warning for high impedance. It was also noted that there were many low impedance paces and high capture threshold. A fracture was suspected. The lead remains in use but a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).